Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: high load applied to the brush. A definitive root cause cannot be determined. The event can be [detected/prevented] by following the instructions for use which state: [warning] the washing effect of this product may become insufficient if the brush bristles are fallen, the bristles are toppled or the brush is bent. In these cases, replace the brush with a new one. If the brush is used with an excessively strong force or in one of conditions shown in figs. 1 to 3, the metallic tip or the brush may be damaged and detached. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6).

Event description:
It was reported the channel cleaning brush had bristles that broke inside the scope. The issue occurred during reprocessing. The reprocessing was completed using a similar device. There were no reports of patient harm.